Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Reprogramming recommendations were provided and no intervention has been completed at this time. The patient remained stable with no consequences.